Event description:
A customer contacted beckman coulter (bec) reporting a contained closed tube sampler (cts) autogloss leak in the unicel dxc 800 pro synchron chemistry analyzer. The customer observed the sample racks were wet when coming off the analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat while troubleshooting. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
Upon troubleshooting, customer replaced the blade and wick associated with the cts which did not resolve the instrument. A bec field service engineer (fse) was dispatched and observed the auto-gloss leak on the bottom portion of the cts assembly. The fse confirmed the cap piercer body problem and replaced the cap piercer assembly. The fse also verified cap piercer performance. The fse confirmed that the failure mode to be the cap piercer assembly. Bec identifier for this report is (B)(4).